Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 814:04 was confirmed but not reproduced during product evaluation. The cause of the reported condition was determined to be a failure with the air-in-line printed circuit board (ail pcb). The pump head module was replaced to fix the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The facility representative reported a colleague infusion pump with a failure code 814:04. This condition had the potential to interrupt delivery. This event occurred upon power up in the "pediatrics" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.